Event description:
The incorrect stent was inside packaging. The stent intended to be placed was a g49668 from lot number c1994025. However, the stent in the packaging has internal flanges (the product details are unknown at this time; the product is being returned for evaluation). The incorrect stent was removed, and the correct stent was placed without issue. No harm to the patient reported.